Event description:
The end-user was attempting to sit down on the rollator, when the right front wheel fell off - it badly bruised her right leg, from ankle to thigh, which, to date, is still bruised, swollen and painful. Her left leg was also bruised, but not as bad as the right. The end-user had an ultrasound test done on her right leg on (B)(6) 2017. The end-user's son was there when the event had occurred. He helped pick her up - she could not reach the phone to call 911 on her own. He took the rollator to examine it, and found that when it was assembled, the proper torque was not applied to the bolt that attaches the wheel to the frame.